Event description:
The report indicated that at the beginning of a 4 graft bypass procedure they experienced poor oxygenation. The oxygenator was left in place and the flow was increased to 7-10 1pm and the fio2 to 70-100%. This resulted in higher transmembrane pressure which caused a fiber within the oxygenator to break. The break resulted in a blood loss of approx. 250 ml. During a 1.5 hour period.